Event description:
On (B)(6) 2012, the reporter contacted lifescan USA alleging that the subject meter was displaying a message of "pc". This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There is no indication that the alleged product issue caused and/or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the meter was found to have a defective u5 processor. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.